Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient cannot sit because she has pain down her hip and back, having sciatica like symptoms and also the ins is not flat like it was when it was first implanted. The patient stated she probably noticed these issues a couple months ago after she upper her stimulator because she could not feel anything and because her urinary symptoms were getting worse. In the last 3 week, it has continuously gotten worse. For example, today it shocked her leg so bad that she could not move her leg for a second. If she bends her back and arches, she can feel a lot of pain on the top of it and feels like the ins shifted up and out of the pocket. Her whole buttocks is hurting and feels badly bruised. The pain goes down the back of the leg and up the front as well. The patient has moved and no longer sees the previous managing healthcare professional however she has seen a colorectal surgeon who was going to adjust it. She also has a gastroenterologist who specializes in interstim therapy and a urologist who had adjust it a couple months ago. The patient is not sure which doctor she will see to manage her ins going forward but plans to follow up with her gastro doctor and also plans to see her personal care practitioner (pcp) in a couple weeks. Patient services reviewed risks of ins migration and also potential for overstimulation causing pain. Recommended the patient to try decreasing amplitude and the patient confirmed she will do so. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the shocking did not resolve and they were unable to see their provider. They were waiting on their three month appointment.